Manufacturer narrative:
(B)(4). The reported event is confirmed. No product was returned; therefore, the visual and dimensional evaluations could not be performed. Device history record  (DHR) was reviewed and no discrepancies relevant to the reported event were found. The reported components were reviewed for compatibility with no issues noted. Review of the revision op notes indicated fibrous ingrowth on the pegs and on some of the areas of the tibia, mostly on the posterior aspect of the tibia. The root cause is considered to be a previously addressed design issue. A field action was conducted on february 19, 2015 in which zimmer voluntarily removed the persona trabecular metal tibial implant from the field due to a higher than anticipated complaint rate for radiolucent lines and loosening. The device in question was implanted prior to this field action. No corrective actions, preventive actions, or field actions resulted after investigation of this event. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
Cmp-(B)(4). Articular surface catalog 42512000413 lot 62301965; trabecular metal femur catalog 42502206001 lot 62600163; nexgen patella catalog 00587806532 lot 62681485. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported by the patient¿s legal counsel that the patient underwent a left knee revision procedure approximately two years post implantation to patient allegations of continued pain in the operated knee. This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified. Operative notes received indicate the revision was due to mechanical loosening of the tibia and pain. The patellar and femoral components were noted to be well fixed. The tibial component and articular surface were replaced. No additional patient consequences were reported.